Event description:
In 2001 pt underwent implantation of staar model cc-4204bf intraocular lens in the pt's left eye. The capsule tore while the surgeon was injecting the lens, and a vitrectomy was performed.